Event description:
I'm contacting the FDA because, I've experienced significant technical issues with my home hemodialysis for equipment with the company fresenius. I have been on dialysis for 3 years and home hemodialysis for 2 years. I'm currently a patient with (B)(6) I've had six control units swapped out or replaced for my home hemodialysis equipment. Within the past 2 months I've had three packs fail. Over the past 3 months I've had five warmers replaced. The quality of life and care has been compromised as a result of these many incidents concerning fresenius/nxstage equipment for home hemodialysis concerns. I'm contacting your office for assistance. FDA safety report ID# (B)(4).